Event description:
Procedure type: inguenal hernia repair. According to the reporter: after 2 pumps both balloons erupted. They did not break into pieces. A different product was opened, to complete the procedure. Or time was delayed approximately 30 minutes. No abnormal bleeding and no injury reported.